Event description:
Pt experienced heart rate changes and sob on device but didn't complain. Therapist noticed discomfort, suggested pt take a bathroom break and concluded session after fifty minutes into the one-hour treatment. Spo2 was measured post treatment at 90%. Oxygen was applied and spo2 increased to 95%. Pt experienced sob again after getting dressed to leave. Spo2 measured 88%. Pt taken to ER, preliminary report stated pt was admitted with non q-wave mi. Five days later it was reported that the pt was admitted for exacerbation of chf.